Event description:
It was reported that an embolization occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device met all release criteria with a compression ratio of 12-14% and was released. Approximately, 2-3 minutes post-procedure, patient developed premature atrial and ventricular contractions. A transesophageal echocardiogram was performed to reveal the device embolized to the ascending aorta then the leg. The device was snared out the same day. No further complications occurred. Patient is stable and has been discharged.